Event description:
It was reported that, "patient had loose tibial and femoral components so they were replaced with triathlon ts."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report. This is the same patient/event as MFR.# 2249697-2012-00292.